Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye observed the dark blue female connector was separated from the light blue main body. Functional testing was performed which included leak, clear passage, and clamp function testing. There were no issues observed during the functional testing. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues. The reported connection issue was not verified. The sample did not meet specification due to the separation and the cause was determined to be manufacturing related. The cause of the condition was due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to disconnect from the cycler line and the device separated. This occurred during use of the device for peritoneal dialysis therapy. To remedy the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, a prophylactic dose of an intraperitoneal antibiotic was given to the patient. No additional information is available.